Event description:
It was reported that the pump alarms no disposable with the cassette attached. No further details provided.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Operator of device is unknown. No information has been provided to date.